Event description:
It was reported by an allied healthcare professional that the patient experienced an infection, although the exact start date of the infection is unknown. The extension was explanted on (B)(6) 2025. The caller mentioned that an x-ray shows the lead and ins in the right chest are still present, but there is no extension. MRI eligibility was reviewed during the call. Additional information was received from a manufacturer representative, who reported that a physician assistant indicated the patient had the left lead explanted due to infection. The left extension remains connected to the ipg, but no boot was used to cover the end of the left extension. The right lead is connected to the correct extension, which is also connected to the percept pc. MRI guidelines were reviewed.

Manufacturer narrative:
Continuation of d10: product ID: b3300542, serial# unknown, implanted: (B)(6) 2025, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: b3300542, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID b3300542m, serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2025. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. The cause of infection is unknown. Antibiotics were provided to resolve the infection. They also clarified that the explant of the lead occurred on (B)(6) 2025.